Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/wrinkling/silicone migration was received on nov 01, 2019 with lot number 2293486. Visual analysis of the returned device identified: underweight, broken shell, crease fold, wear abrasion, brown particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported ¿significant deformity once implants removed¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, wrinkling, and silicone migration. The device has been explanted.